Event description:
During a colectomy procedure, the device did not deliver any staples when fired, and the plastic rings (break through washers) came out with the tissue. There was no pt consequence. The procedure was completed with another device of the same product code.